Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified popliteal artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced for dilatation; however, during the initial inflation at rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a longitudinal tear 41mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified popliteal artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced for dilatation; however, during the initial inflation at rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.